Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) was having difficulty operating the pump and experienced urinary retention and dysuria. A cystoscopy was performed, and the physician decided to remove all components and replace them with a new aus featuring a double cuff. During the procedure, the physician observed urethral erosion and noted a fluid loss, which caused the issue with the pump. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review was unable to be performed as the lot number was not provided. A risk review was completed and confirmed that the event of dysuria, erosion, urinary retention, fluid leak and difficult to press was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported patient symptoms of dysuria, erosion and urinary retention are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) was having difficulty operating the pump and experienced urinary retention and dysuria. A cystoscopy was performed, and the physician decided to remove all components and replace them with a new aus featuring a double cuff. During the procedure, the physician observed urethral erosion and noted a fluid loss, which caused the issue with the pump. No further patient complications were reported.